Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device service required prompt. The device memory indicates that the internal system clock is not correct. The events are dated (B)(6) 1970. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 8th october 2018. Upon receipt of the device, damage was observed on the lower and upper-case assembly, which would indicate the device had sustained an impact leading to the negative terminal of the coin cell becoming detached from pcba. As the bt1 coin cell provides power for the rtc circuit, this had resulted in the rtc errors and the incorrect pad clock as per the reported fault. Information from the history log showed the device performed to specification up to the 24th march 2019 therefore, this report concludes the coin cell became detached from the negative terminal after this date. Following the replacement of the coin cell, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. The unit did not display any faults during this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device service required prompt. The device memory indicates that the internal system clock is not correct. The events are dated 01 jan. 1970. No patient involved.